Event description:
A physician reported a patient, who was implanted with essure micro-inserts 2 years previously, complained of pain. Patient was diagnosed 6 weeks pregnant with twins. Patient did not return for an essure confirmation test (hsg). A diagnostic ultrasound was performed to help determine the cause for patient's pain; it showed the micro-inserts to be in a satisfactory location. The patient delivered the twins by c-section. During delivery, the physician reported that the micro-inserts could not be seen or felt, but were present on x-ray. Patient continued to experience pain; a diagnostic hysteroscopy was performed in the or. During the hysteroscopy, the physician was unable to find the micro-insert on the patient's left side but was successful in locating and removing the mcro-insert on the patient's right side. The physician stated that it is too early to determine if the patient's pain has resolved. The physician was asked if he believed the removed essure micro-insert was directly related to the pain the patient was experiencing, however, no response to this question was received.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs